Event description:
It was reported a patient's pacemaker presented in backup vvi mode. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Additional information: e1, e3